Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device has error code f0003 upon powering up. Cannot get into service mode. There was no patient involvement.